Event description:
It was reported that after tunneling and trimming to size, the advanta graft separated. The physician removed the affected graft and replaced it with a new graft to complete the procedure. No harm was reported.

Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.